Event description:
It was reported that the patient had experienced problems with the system since implant. The patient had never been able to charge right, and it was noted that the patient had gained a little weight and the ins moved around and stuck out when trying to charge. It was reported that this was uncomfortable for the patient, who was laid up in bed and 'couldn't movewith it.' The patient's hcp had stated that it 'would settle in,' but it never did. It was also reported that when stimulation was on it started to heat up the patient's body, so the patient kept the implant off. It was noted that the patient had last seen a follow-up doctor shortly after implant. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient experienced stimulation in the wrong location. The patient saw a power-on-reset (por) message, and it was reported that the patient last felt stimulation at least three weeks ago. A manufacturer representative used the recharger and bypassed the por to charge. It was reported that the representative was only getting four coupling bars, and it was noted that the patient would only get four bars when she charged. It was also reported that ever since implant the patient had not felt paresthesia. The patient felt tightness in the chest and no stimulation in the lower extremity were she was supposed to get stimulation. Reprogramming was previously unsuccessful. It was later reported that the patient had allowed the ins to overdischarge, leading to the por. Impedances were within normal parameters, and it was reported that reprogramming was completed with effective pain relief. No malfunctions were seen. It was noted that the patient had experienced abdominal stimulation and no stimulation to the affected areas of her feet. There was a pocket revision, and it was reported that the patient was receiving effective therapy. It was later reported the patient had not been recharging due to the abdominal stimulation and difficulty with recharging secondary to the implant location. It was clarified that a pocket revision was planned, but not yet scheduled. It was noted that following reprogramming the patient had effective therapy and a 1/4th charge on the ins.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, lot# serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).